Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented by following the preventive measure as described in operation manual: 5.4 returning the endoscope for repair. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned to olympus the colonovideoscope, without any complaint associated with the device. There were no reports of patient or user harm associated with this event. Inspection and testing of the returned device found that the air/water cylinder had foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and evaluation found the following: due to a cut on switch3, water tightness is lost; scope connector cover unit has corrosion due to water leakage: plug unit has corrosion due to water leakage; scope connector case unit has corrosion due to water leakage; due to wear of angle wire, bending angle in right direction does not meet the standard value; plastic distal end cover is shaved; adhesive around objective lens has discoloration; adhesive around light guide lens has discoloration; adhesive on bending section cover or distal sheath rubber has a crack; and connecting tube has a scratch. This event is under investigation. A supplemental report will be submitted upon receiving additional information.